Event description:
Reporter indicated a vns patient went to a hospital emergency room due to increased seizures, falling, and a concern that the vns device may not be working. The patient had not had the vns checked in two years. The patient was unwilling to wait for the vns device to be checked in the emergency room and was discharged with instructions to f/u with a specific neurologist. F/u with the named neurologist revealed the patient has not contacted the office to date.